Manufacturer narrative:
Corrected data: in the initial MDR report, this information was inadvertently not included that ''a new lens was implanted after the zct400 lens explanted''; therefore, it is being captured in this supplemental report. Device evaluation: the device was not returned at the manufacturing site; therefore, product testing could not be performed and the customer''s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the device were reviewed and there were no non-conformances with respect to the manufacturing process. The product was manufactured and released according to specification. Historical data analysis: a search in the complaints history revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown; not provided. Best estimate is between (B)(6) and (B)(6) 2018. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had poor vision after implant of a model zct400 tecnis toric iol (intraocular lens). The lens was explanted and an incision enlargement, suture, and vitrectomy were required. No additional information provided.